Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that they reported they noticed electrical shocks of the ins approximately 2 weeks ago and stated it was at that time they noticed their battery was down. They reported they had noticed shocking one time before and they stated they went and they did something, but reported the most recent shocking was really severe. The patient also reported they went to the doctor the week prior and their doctor checked the device and it was already down, the ins was not working, it had already depleted. They were scheduled for a battery replacement. The patient was redirected to their doctor to further address issues.